Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular lead exhibited pacing impedance measurements greater than 2000 ohms due to a suspected fracture. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.